Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, it was noticed that the bravo procedure was a short study. The recorder was set for a 96 hour study and the patient reported it turned off at exactly 48 hrs. Per technical support, the uploaded study is only 6 hrs and 43 min long. The study has several gaps. Technical support had the customer attempt to upload a second time but the study was the same length. It is unknown if a repeat procedure is necessary at this time. The patient was unharmed. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one recorder was returned to medtronic for investigation. Calibration by capsule simulator and transmission tests were successfully performed. A test study was performed and the data was successfully downloaded. Physical examination of the device concluded that the recorder functioned properly without any problems. The failure was not reproduced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.